Event description:
It was reported, the unit did not work. Our inspection revealed that fabric foundation of the unit was burned by an internal component.

Manufacturer narrative:
The user reported that the pad broke. Upon inspection, we discovered a 1/8" diameter burn hole in the outer covering of the pad. The hole was caused by a broken thermostat terminal. This type of issue is typically associated with misuse of the pad by applying an excessive force directly to the thermostat. We have implemented a CAPA project ((B)(4)) to better protect the thermostat from abuse.